Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported vomiting occurred due to occlusions. No additional information or blood glucose values were provided. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.